Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of a laparoscopic cholecystectomy procedure, the coag button was found already pressed. There was no patient involvement. A new device was opened for the procedure and it worked fine. The incident device is not available for evaluation.